Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device was explanted and replaced due to an unspecified issue. The competitive lead was also replaced due to fracture. No additional information was provided.

Event description:
New information received notes that there was no issue with device. Device was electively replaced. Patient was stable throughout the event.